Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a sudden worsening of dystonic symptoms. The implantable neurostimulator (ins) no longer seemed effective. The impedances for all electrode combinations was > 2000 ohms. The pt was reported as having a cochlear implant; therefore, only bipolar stimulation was used. No pt injury was reported. The pt was doing well without dbs (deep brain stimulation) efficacy. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available. See MFR's report number 9614453-2009-03623.